Event description:
After initial placement of the first pc 400 coil into the aneurysm, the second coil had a detachment problem and could not be detached with the handle (lot number f24712). The investigator reported he tried to detach it three times without success, and then switched to manual detachment. There were no patient adverse events linked to the detachment problem and the investigator was able to continue treatment with a new detachment handle with no additional problems. This MDR is associated with MDR 3005168196-2013-00065.

Manufacturer narrative:
Results: the detachment handle looks to be in its original condition. The handle was opened and there was no black tubing stuck inside the handle. Conclusion: the complaint has been evaluated and could not be confirmed. The investigator in this complaint mentions he tried three times to detach the coil and was unsuccessful. The handle was tested and functioned as expected during testing. The handle passed the specifications required for coil detachment. The cause of this failure cannot be determined. This issue does not appear to have been due to a detachment handle failure and was likely caused by a procedural technique issue. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00065.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.